Event description:
Patient was experiencing pain and ambulatory difficulty prior to surgery. Surgeon removed cemented tibial component articulating surface, and poly patella button. The tibial component was replaced with a larger stemmed version along with a articulating surface and a 10mm patella. The articulating surface that was replaced was a flat 9mm thickness and the original patella was a duplicate of the replacementdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.